Manufacturer narrative:
H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the guidewire was returned for evaluation and was physically investigated. During physical investigation the guide wire was found broken at 96.5 cm from the tip of it. The other broken piece of the guide wire (223.5cm) was not sent, the catheter was not sent for the investigating neither. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged guide wire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire allegedly broke. It was further reported that a snare was used to remove the broken part of the device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the guidewire allegedly broke. It was further reported that a snare was used to remove the broken part of the device. There was no reported patient injury.